Manufacturer narrative:
Date rec¿d by MFR : 10sep2019, date of report : 11sep2019. The customer stated they placed the unit back in service but did not give repair details. If additional information is received a supplement report will be submitted. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit alarmed circuit failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.